Event description:
The customer reported discrepant thyroid-stimulating hormone (tsh) results, for one patient, involving the access hypersensitive htsh assay used in conjunction with the unicel dxi 600 access immunoassay system. The discrepant results were not released from the laboratory. The customer reanalyzed the sample four times, on the same instrument, and recovered values within the normal reference range but outside the expected total imprecision of the assay. There was no patient consequence or change in patient treatment associated with this event. As part of troubleshooting, the customer selected five other patient samples and retested the samples. Retest results for the five samples met the customer¿s expectations. The serum sample was centrifuged at 3,100 rpm (rotations per minute) for ten minutes. The customer indicated the sample was clear and normal in appearance. Quality control (qc) was within the laboratory¿s established limits at the time of the event. The instrument was in operation and no issues were noted.

Manufacturer narrative:
There is no indication the access hypersensitive htsh device was returned for evaluation. Service was declined as the customer did not question system performance. A definitive cause of the incident could not be determined with the available information.